Manufacturer narrative:
A specific root cause could not be determined. The maintenance actions performed by the field service representative resolved the issue. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin plus the ss-subunit (hcg+ss). The sample initially resulted as <0.100 miu/ml accompanied by a data flag and was reported outside of the laboratory. The patient had a previous sample run on (B)(6) 2013 which resulted as 188 miu/ml and a subsequent sample run on (B)(6) 2013 which resulted as 107 miu/ml. The customer reported that they had approximately 12 tests remaining in the reagent pack on (B)(6) 2013. They placed a new pack of the same lot on the analyzer on (B)(6) 2013 and performed another lot calibration. The physician's office requested for the sample from (B)(6) 2013 to be repeated. The same sample was repeated on (B)(6) 2013 and resulted as 131.5 miu/ml. The same sample was repeated a second time on (B)(6) 2013 and resulted as 133.9 miu/ml. The repeat results were considered to be correct. The patient was not adversely affected by the event. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative could not determine a cause. While running performance testing, recovery was erratic. He performed liquid flow cleaning maintenance three times and fish lined the sipper flowpath. Performance testing was completed again and it was within specification. The customer ran quality controls and these were within laboratory specifications.